Event description:
It was reported that two (2) minicaps leaked; further described as ¿iodine from minicap leaked after cap on¿ (when attached to a transfer set). The transfer set was exchanged and the issue was resolved. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.